Manufacturer narrative:
The technician found the ground prong broken inside the molded end of the power cord. The technician replaced the power cord to resolve the issue.

Event description:
The technician alleged that the bed did not pass the ground resistance test. No patient impact.